Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Article review: two vena cava filter retrieval case reports were presented. In case one, a trauma patient with pulmonary embolism and a contraindication to anticoagulation had a retrievable filter deployed without incident. There were no complications. After discharge from the hospital, the patient underwent a rehabilitation program. Approximately four months post filter deployment, the patient presented for retrieval of the filter. The right internal jugular vein was accessed and a venogram was performed. This demonstrated a patent ivc with no apparent thrombi trapped in the filter, however, the filter was identified to be tilted with an arm pointing upward. Multiple attempts to retrieve the filter with a retrieval cone device were unsuccessful as the arm pointing upward prevented engagement . An attempt to reposition the filter via a femoral approach was unsuccessful. Approximately one month later, another attempt to retrieve the filter was unsuccessful. The decision was made to leave the filter in permanently. In case two, a high risk trauma patient had a retrievable filter deployed without incident. Approximately four months post filter deployment, the patient presented for retrieval of the filter. An on-table abdominal x-ray showed that the filter was missing an arm and another arm was pointing upward, with mild tilt. The filter was retrieved without incident. Inspection of the filter confirmed the absence of one of the arms. Further investigations revealed that the missing arm had embolized to the right side of the chest. The decision was made to leave the detached arm in place as the patient was asymptomatic. Nazzal, m., abbas, j., shattu, j., & nazzal, m. (2008). The complications secondary to the bard retrievable filter: a case report. Annals of vascular surgery, 22, 684-687. Doi:10.1016/j.avsg.2007.12.016. Image review: based on the image provided, a filter was tilted in the ivc, can be confirmed. Based on the image provided, a detached filter limb at the level of the filter apex can be confirmed. Based on the image provided, one filter arm appears to be outside the confines of the ivc wall; however, CT images would be necessary to confirm filter limb perforation. Conclusion: the device was not returned for evaluation. Images were provided and reviewed. Imaging demonstrated a filter which was tilted and had a detached filter limb. It was also noted that one filter arm appeared to be outside the confines of the ivc wall; however, CT images would be necessary to confirm filter limb perforation. Therefore, based on the imaging the investigation can be confirmed for a detached filter limb and a tilted filter. The investigation is inconclusive for material deformation, difficulties removing the filter, and perforation of the ivc wall. It is unknown if the alleged bent filter limb (material deformation) is the same limb as the confirmed detached filter limb. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. - perforation of other acute or chronic damage of the ivc wall filter removal - do not attempt to remove the recovery filter if significant amounts of thrombus are trapped within the filter or if the filter tip is embedded within the vena cava wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported in the article, ¿complications secondary to the bard retrievable filter: a case report¿, in the annals of vascular surgery 2008, that approximately four months post filter deployment, during a filter retrieval procedure, the filter was identified to be tilted with an arm pointing upward. Despite multiple attempts with multiple devices, the filter was unable to be retrieved. Approximately one month later, another attempt to retrieve the filter was unsuccessful. There was no reported patient injury.